Event description:
It was reported that during a distal left circumflex stenting procedure, after implantation of the 3.5x38mm xience prime stent, a distal edge dissection occurred in the obtuse marginal 2 artery. A 3.0x18mm xience v stent was implanted, successfully treating the dissection. Post procedure, cardiac biomarkers were significantly elevated due to the prolonged ischemia from the slow flow. A myocardial infarction was diagnosed. Routine dual antiplatelet therapy was administered. On (B)(6) 2012, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, ischemia, and myocardial infarction, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.